Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the issue was discovered before the procedure began. The customer continued with the wired footswitch. A philips service engineer inspected the system onsite and identified that the error led on the wireless base station was flashing. There are currently no wireless footswitches or base stations available for replacement. The customer has a wired footswitch available for use. There are two generations of wireless footswitch. The newest generation has a software bug which can cause loss of wireless connection, and philips initiated medical device correction z-0476-2022/field safety corrective action (2021-igt-bst-020) for this generation. This complaint is related to the previous generation of the wireless footswitch which is not affected by the software bug. Updated codes based on investigation.

Event description:
It has been reported to philips that the wireless footswitch was not working. The communication with the system was lost. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.